Event description:
The customer reported that the ventilator volume is reading low. The customer reported that the unit was in use on patient, but there was no patient harm.

Manufacturer narrative:
Patient information was requested and the customer refused, reporting the information is confidential. (B)(4).